Event description:
The pt called lifescan and alleged the one touch basic enhanced meter would not power on. The pt ate food and/or drank beverage. The pt went to a hosp to have blood glucose checked. No treatment given. No reading supplied. The customer care representative performed troubleshooting and the meter would not power on by pressing the m button. The pt did not report symptoms of high or low18~ood glucose. The medical affairs specialist unsuccessfully attempted to contact the pt to confirm the info. Based on the info obtained from the pt there is indication the product malfunctioned.